Manufacturer narrative:
Approximate age of device ¿ 2 years and 11 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented with dysarthria drooling and right-sided facial droop. Head CT was unremarkable for acute process. Given the patient¿s overall health, history of unreported gastrointestinal bleed (gib) and lvad, the patient was relegated to medical management of daily aspirin. Patient¿s symptoms resolved; except swallowing was compromised. A small bore (sb) feeding was placed and feeding tube (ft) was started. Ultimately, patient elected to go back on hospice care. Sbft was removed and the patient¿s diet was advanced to as tolerated. During hospitalization, an incidental urinary tract infection (uti) was found positive for enterococcus faecalis. Patient continued on 500mg ciprofloxacin until (B)(6) 2018. Patient was discharged with compassionate care hospice. It was reported that no additional information will be provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the reported events of a cva and gastrointestinal bleeding could not be conclusively established through this evaluation. The account communicated that on (B)(6) 2018 the patient presented with dysarthria, drooling, and right-sided facial droop. A head CT scan was unremarkable for acute process. Due to the patient¿s overall health and history of gastrointestinal bleeding, he was relegated to medical management of daily aspirin. The patient¿s symptoms resolved except for swallowing issues. The patient received a small bore feeding tube. Ultimately, the patient elected to go back on hospice care. The feeding tube was removed, and his diet was advanced as tolerated. During hospitalization, an incidental uti was found and cultures were (B)(6) for enterococcus faecalis. The patient continued antibiotics which concluded on (B)(6) 2018. The patient ultimately expired on (B)(6) 2019. The hmii lvas IFU lists stroke, neurological dysfunction, bleeding, and infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the patient passed during sleep on (B)(6) 2019 sometime between 2am and 10am as patient¿s spouse found patient in his bed at home and called emergency medical services (ems). Per medical device reporting form, "device did not contribute to patients death," no other details on patient¿s expiration were available. No additional information was provided.